Manufacturer narrative:
Date of event: (B)(6) 2019. Describe event or problem: it was reported that the bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: material no.: 383532; batch no.: 9115945. Per email: 1. Please explain the issue in detail. How did the catheter malfunction? It was reported by nursing supervision of repeated issues where the needle/stylets would not release from the hub of the catheter when retracting. After much manipulation on a number of the nexiva catheters were able to get the needle pulled out. Number of times the supervisors were called to units to stick after staff was unsuccessful in use of the catheter and discarded in sharps boxes. The supervisors involved on the last few events were able to save the catheter in place for the infusions to take place without indication of leaking from the hub after the manipulation of the needle occurred. 2. On what date did the incident occur? Most recent was the date submitted on 10/10/2019. Staff was attempting to insert catheter for use with infusion and it malfunctioned. Device codes: 1354, 2944, 2979.

Event description:
It was reported that the bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced catheter damage/deformation and safety mechanism breakage during use. The following information was provided by the initial reporter: material no.: 383532; batch no.: 9115945. Per email: 1. Please explain the issue in detail. How did the catheter malfunction? -it was reported by nursing supervision of repeated issues where the needle/stylets would not release from the hub of the catheter when retracting. After much manipulation on a number of the nexiva catheters were able to get the needle pulled out. Number of times the supervisors were called to units to stick after staff was unsuccessful in use of the catheter and discarded in sharps boxes. The supervisors involved on the last few events were able to save the catheter in place for the infusions to take place without indication of leaking from the hub after the manipulation of the needle occurred. 2. On what date did the incident occur? Most recent was the date submitted on 10/10/2019. Staff was attempting to insert catheter for use with infusion and it malfunctioned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter defective/damaged with lot #9115945 regarding item #383532 no units (samples) or photos were provided for observation or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Therefore there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the alleged defect. Investigation conclusion: investigation did not indicate a manufacturing root cause; therefore, a formal corrective action is not warranted. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that the bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: material no.: 383532, batch no.: 9115945. Staff was attempting to insert catheter for use with infusion and it malfunctioned.